Manufacturer narrative:
Investigation conclusion:a review of the DHR found that the reported lot expired on 06/21/2023. Root cause: expired product used. Source: website.

Event description:
Customer reporting false positive sars results. Customer states the results were confirmed negative by pcr and other rapid antigen test. Numerous attempts were made to gather more information from the customer using different contact methods but they were unresponsive. Lot number provided by the customer shows the kit is expired june2023. Will file additional report to cover possible multiple results. Report 2 of 2.